Event description:
The plaintiff's attorney alleged that the pt experienced sudden cardiopulmonary arrest the afternoon of last dialysis treatment and subsequently expired that day. It was reported that the event occurred due to the administration of the product for dialysis treatment.

Manufacturer narrative:
This is one of two device reports associated with this event.